Event description:
The manufacturer received information alleging a high temperature alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The increased airstream temperature (high temperature alarm) appears to have been caused by contamination of the air inlet filter. The device's air inlet filter was replaced to address the issue.